Event description:
The event date has been estimated. It was reported that the patient was admitted sometime in (B)(6) 2023 for increased lactate dehydrogenase (ldh) levels. The patient did not experience any symptoms. A computerized tomography (CT) scan was performed with unremarkable results, but pump thrombosis could not be ruled out. No elevation in pump power, markers of hemolysis or dark urine was observed. The event was thought to be an isolated case of elevated ldh, although a non-device related cause could not be established. No treatment was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until expiring on (B)(6) 2023 as reported under MFR #: 2916596-2023-02253. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. No further information was provided. The manufacturer is closing the file on this event.